Event description:
It was reported that during the implant procedure, the lead dislodged while slitting of the catheter. The physician used a new catheter to implant the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).